Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2018. The rep noted that the patient has a medical history of failed back surgery and chronic lower back pain. The patient stated at the healthcare professional (hcp) office on (B)(6) 2018 that they fell a few weeks ago and a few days after the fall, they were not able to charge their device. The event date was noted to be (B)(6) 2018 which conflicts with previous information reported. The patient called patient services who informed them that they would have to go see their hcp and a rep. The complaint is that the patient is not able to charge their device. The rep performed a device reset and successfully cleared the power on reset (por). After that was completed and cleared, the device was interrogated. No impedances were found and the patient is receiving successful therapy as they were prior to the fall. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was getting errors on the insr when trying to connect to the ins to charge; getting the poor communication screen when trying to charge the ins. When asked when patient last had stimulation, patient stated the other day. The last successful charging of the device was two weeks ago or more and added that it is their normal charging and were not sure when the last time patient had charged. Troubleshooting was performed during the call but the issue was not resolved. Patient was not able to connect to the ins with the programmer and the recharger. Patient fell about two weeks ago. Patient was redirected to their hcp. On (B)(6) 2018, rep reported that patient had a fall 3 weeks ago and he was not getting stimulation or able to communicate with the ins since that time. Caller was with the patient and attempted to communicate using the 8840 and got no response from the device. The caller tried to connect to the ins using the insr but got the reposition antenna message. The numbers on the al screen were 58-90-92. The caller then attempted to start a recharging session normally. The ins displayed a power on reset (por) message, after bypassing the message the insr connected for normal recharging. The caller stated that the insr was getting 8 coupling bars. The caller was going to continue the ins with the patient. Rep confirmed that ins was being interrogated and code 0x8 was present. Caller was going to continue charging and educating the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called and stated he had a follow up appointment with the their doctor today and the patient was not satisfied with their stimulation. The patient stated he plans to have the ins explanted on (B)(6) 2018. The rep did ask the patient if they could meet for reprogramming, however the patient stated no he has been reprogrammed several times and that he didn't feel it helped his pain status.